Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0209098447, implanted: (B)(6) 2016, product type lead.

Event description:
Additional information received reported that the lead was not repositioned and the device was reprogrammed. No further patient complications have been reported as a result of this event.

Event description:
A health care provider (hcp) for a clinical study initially reported via a manufacturing representative that the patient had pain in their right inferior limb. The cause of the event was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was reprogrammed and the issue was resolved on (B)(6) 2015. No surgical intervention was taken or planned. The event was assessed as not serious, not related to implant and related to the electrode. The patient was alive with no injury. The patient's medical history includes idiopathic functional urinary retention since 2010. Additional information received reported the event was due to electrode migration. The electrode was repositioned on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.